Event description:
The recipient's device was reportedly explanted. Advanced bionics is currently in the process of obtaining additional information. When additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
The recipient was reportedly explanted for a technology upgrade.

Manufacturer narrative:
(B)(4). The external visual inspection revealed that the electrode was severed prior to receipt as well as cuts on the fantail region. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented one of the electrical tests from being performed. The device passed the electrical test performed. This device passed the tests performed. This older device configuration is no longer manufactured. This is the final report.